Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump and assisted in the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report any future malfunctions.